Manufacturer narrative:
(B)(4). Method: the expiratory tube of the rt235 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (fph) in new zealand for inspection. It was visually inspected and tested if the expiratory tube could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory tube. Visual inspection revealed that the expiratory heater wire pin was split and bent outward. This prevented the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 111102. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit had a faulty expiratory tube. This was noticed prior to patient use.